Manufacturer narrative:
(B)(4). Medical product: femoral component option for cemented use only size d right catalog # 00576401452 lot # 61407576. All poly patella size 29 mm dia. Standard 8.0 mm thickness catalog # 00597206529 lot # 61504276. Nonaugmentable stemmed tibial component option size 3 catalog # 00598603701 lot # 61475088 h3: device is currently implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920 - 2017 - 00696. 0001822565 - 2017 - 07821. 0002648920 - 2017 - 00697.

Event description:
It was reported that patient underwent a right total knee arthroplasty. Patient is experiencing pain, swelling, instability, loosening, stiffness.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Concomitant devices - nexgen lps-flex option gsf femoral component catalog #: 00576401452 lot #: 61407576, nexgen standard all poly patella size 29 8.0mm catalog #: 00597206529 lot #: 61504276, nexgen nonaugmentable stemmed option tibial component size 3 catalog # 00598603701 lot # 61475088, palacos r 1x40 single bone cement catalog #: 00111214001 lot #: 69454233, palacos r 1x40 single bone cement catalog #: 00111214001 lot #: 69454233 the product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. Per the nexgen cr-flex and lps-flex package insert, pain, swelling, and loosening are known potential adverse effects of this procedure. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this patient; please see all reports associated with this event: 0002648920-2017-00697 0002648920-2017-00696 0001822565-2017-07832 0001822565-2017-07821 0001822565-2018-06830 0001822565-2017-06831

Event description:
No further event information available at the time of this report.